Event description:
It was originally reported that the patient had no stimulation sensation. The stimulation had stopped working for the past couple we eks. The patient was not getting stimulation down her leg. It was noted that it was the same sensation as the previous device. The patient had not had the device checked or confirmed. She had not check the device with her patient programmer. Additional information has been requested, but was not available as of the date of this report. It was later reported that a power on reset (por) occurred which was seen on the 8840. It was unknown what caused the por. The ins shut off approximately 4 months ago. The patient was not doing anything at the time of the ins turning off at home. The patient was not receiving therapy and was going to be scheduled for replacement.

Manufacturer narrative:
Concomitant medical products: product ID 389033, lot# j0437255v, implanted: (B)(6) 2004. Product type: lead: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 389033, lot# j0437255v, implanted: (B)(6) 2004. Product type: lead: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension. (B)(4).